Manufacturer narrative:
(B)(4). Additional information has been requested and received.. If further details are received at a later date a supplemental medwatch will be sent what is the lot number? No further information is available. When the reservoir could not be locked (during surgery or post surgery)? Please specify no further information is available. No further information will be provided. No product is available for return. .

Event description:
It was reported a patient underwent an unknown otolaryngology head and neck surgery on (B)(6) 2021 and a reservoir was used. The reservoir could not be locked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.